Event description:
It was reported that the patient's left ventricular (lv) lead became dislodged. The patient's symptoms of shortness of breath returned due to the lead being dislodged. The lead was coiled behind the device in the pocket, thus the physician has indicated twiddler's syndrome is likely. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2014. (B)(4).